Manufacturer narrative:
Reported complaint was verified, battery was evaluated, it failed the power test. Battery data indicated that it was not properly maintained (i.e. Not test cycled on a monthly basis). The probable cause for the customer reported failure is therefore improper battery maintenance.

Event description:
It was reported that a battery failed during an arrest and failed the ohms test. Reading at 215.7 after conditioning cycle.